Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed and was not able to recover storage space. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to recover. A field service engineer observed that no issues were identified on the hardware test application. Inspected on the back panel behind the main half height drawer 3.2 and replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.